Manufacturer narrative:
Initial and final MDR (B)(4) - device 5 of 8.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced events of leakage at site of with eight infusion sets on (B)(6) 2024 . Infusion sets were used for up to 2 days. Blood glucose level was displayed high at the time of the event. Therefore, patient changed infusion sets, cartridge and gave a correction bolus via pump. Patient replaced infusion sets and resumed insulin successfully. No further information was available.